Event description:
A nurse stated the secondary infusion of kcl programmed to run over 1 hr infused in 43 min. History on pump shows primary running at 20ml/hr secondary of kcl programmed at 1540 to run over 1 hr. Pump stopped at 1627. Tubing received from nurse showed primary drip chamber full.

Manufacturer narrative:
Additional info and return of the product in question has been requested. A f/u report will be submitted, once a full eval has been conducted by sigma engineering.